Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that mesh was implanted on (B)(6) 2008 due to stress urinary incontinence, grade 3 cystocele, paravaginal defect, grade I uterine prolapse and microscopic hematuria with concurrent r and iliococcygeus hitch, paravaginal repair, correction of cystocele, paravaginal repair with prolene mesh and cystoscopy for microscopic hematuria. It was also reported that following insertion the patient experienced urinary/bowel problems, bleeding, dyspareunia, and vaginal scarring. No additional information was provided. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.